Event description:
It was reported by service report that the casters are coming apart resulting in reduced braking force. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
.